Event description:
It was reported that prior to use with bd plastipak 20ml luer lok the barrel was discovered to be broken. The following information was provided by the initial reporter, translated from french to english: the syringe barrel is found broken as soon as the package is opened.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 12-jul-2023. H6: investigation summary one sample was provided to our quality team for investigation. Through visual inspection, a crack is observed along the barrel. There is no evidence of other damage or indication the syringe jammed within equipment to cause the crack. A device history review was performed for lot 2303031, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined this incident occurred as a result in a change in temperature within the hopper, causing the material to change which lead to the crack observed.

Event description:
It was reported that prior to use with bd plastipak 20ml luer lok the barrel was discovered to be broken. The following information was provided by the initial reporter, translated from french to english: the syringe barrel is found broken as soon as the package is opened.